Event description:
The pt is a daily soft contact lens wearer who slept with her lenses in one night, and awoke with redness os. Pt had been using b and l renu multiplus cleaner. Initial treatment per pt's optometrist was tobramycin/dexamethasone, though symptoms of pain and redness increased. Subsequent treatment with moxifloxacin similarly failed to improve appearance or symptoms. Pt was referred to me on 05/10/06 for corneal ulcer: appearance and history were c/w fungal keratitis. Cultures of the ulcer and the contact lens solution were taken, and treatment was begun with natamycin 5% suspension q1 hr. Corneal culture confirmed fusarium sp., and resuls from the solution are pending. She is responding to treatment, with less discomfort since beginning natamycin.